Event description:
The customer contact reported the device mechanism will not pull and s321 (motor error-pmc, left) alarm will not clear. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided. Kl

Manufacturer narrative:
Testing and investigation found the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The motor shaft had no movement. The probable cause was due to a bad encoder or high drive train friction in the mr2 motor. This report represents all the info known by the reporter upon query by hospira personnel.